Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of the transection in the thoracic aorta. It was reported that the patient presented for follow up. A previous CT revealed a proximal type I endoleak. The physician elected to perform a carotid to subclavian bypass to resolve the proximal type I endoleak. It was later noted that the proximal type I endoleak had resolved without intervention prior to the bypass conversion; as the physician did not review the most recent films for this patient. Per the physician, there was a miscommunication regarding the correct films reviewed. No additional clinical sequelae were reported and the patient is fine.